Manufacturer narrative:
Reported event an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: the device was returned for evaluation. Blood is visible on the device. The locking wire is detached from the insert. Damage and scratches are observed on the insert. Examination by material analysis engineer indicated burnishing, scratching and third body indentation were observed on the insert. These are common damage modes of uhmwpe. Explantation damage was also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar events for the lot referenced. The pi relates to instability. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loosening of triathlon tibial insert ( size 6 9mm cs ) originally done (B)(6) 2019 (mako). Today a replacement insert size 6 11mm cs was put in.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loosening of triathlon tibial insert (size 6 9mm cs) originally done (B)(6) 2019 (mako). Today a replacement insert size 6 11mm cs was put in.